Manufacturer narrative:
The needle was returned to the manufacturer and is pending evaluation. However, the user facility provided a video that showed the needle extending abruptly from the sheath. The na-u403sx-4019 instruction manual states ¿ confirm that the needle slider is pulled proximally until it clicks and is locked into position by the needle adjuster before inserting the instrument into the endoscope. Otherwise, the needle¿s distal end may pierce the endoscope¿s instrument channel or the needle¿s distal end may extend from the distal end of the endoscope abruptly. This could cause patient injury, such as infections, perforation, bleeding, or mucous membrane damage. It may also damage the endoscope or instrument.¿

Event description:
The user facility reported that when using the 19 gauge and some older generation 21 gauge ebus needles, the users have experienced resistance when extending the needle. The resistance is causing the needle to extend beyond the sheath further than expected. The users reported that the needle appeared deflected and could not be positioned correctly. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results, and to report additional information. Additional information received from the user facility states that the phenomenon occurred towards the end of the procedure. A procedure with 4-5 punctures. The needle remained in the device during this time and was not pulled out of the device. There were no issues or difficulties noted while either inserting or withdrawing the device at any point in the procedure. The scope was not angulated when the needle was inserted. The needle did not appear buckled when removed. No anomalies were noted with this needle prior to use. The user facility further reported that previously, other examinations / needles had abnormalities (stiffness) when using the needles. Also, there were always damages to the endoscopes. However, these were attributed by olympus to improper handling by the user. From june 2019, however, there is a suspicion that these damages were caused by the needles. In one case there was a pronounced moderate bleeding treated with ice water and constrictions. The patient¿s current condition is unknown. No device fragment fell into the patient. The needle was not noted to be bent. In addition, the customer returned three na-u403sx-4019 single use aspiration needle device and reported "these needles feed forward with great resistance." The devices were sealed and unopened. Upon evaluation of the returned devices, no physical abnormalities were noted. All three devices operated smoothly. Extension, retraction and all locking features functioned as intended. The customer's report could not be confirmed. Evaluation of the customer-provided video could not corroborate device identity or confirm a root cause. There is no evidence to confirm that the device pictured is an osta device or the model tied to this complaint.

Manufacturer narrative:
This supplemental report is being submitted to report additional information from the original equipment manufacturer (OEM). Please see the updates in sections: g4, g7, h2, h3, h6 and h10. The dhrs for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. A total of 476 units were produced under this lot number with no associated ncrs, reported scrap or recorded process deviations relating to the reported failure.